Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with an afx bifurcated stent graft and 1 vela infrarenal. On (B)(6) 2017, a secondary procedure, was performed for an unknown reason. During the intervention, 2 additional vela infrarenals and 1 vela suprarenal were implanted. No additional event or patient information is available.

Manufacturer narrative:
A device malfunction, procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. There have been no further reports of negative patient sequelae. (B)(4).